Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, after the valve was released in the correct position, due to the patient's severe aortic calcification on the native leaflets, moderate paravalvular leak (pvl) was reported. A post balloon aortic valvuloplasty (bav) was performed in an effort to reduce the pvl. However, following the post dilation, the valve embolized into the ascending aorta. According to physicians' opinion, the incident was caused by stopping the rapid pacing before the complete deflation of the balloon. The patient remained hemodynamically stable. A second transcatheter aortic valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID d-evprop23-29 (lot: 0011978635); product type: 0195-heart valves. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: images were submitted to medtronic for review. Pre-implant computed tomography (CT) images provided from 01/31/2024. Annulus perimeter and perimeter derived diameter 80.2 mm/25.5 mm suggesting a size 29 mm evolut. Left ventricular outflow tract (lvot) perimeter and perimeter derived diameter 78.5 mm/25.0 mm. Annular angulation 49°. Aortic valve was tri-leaflet with significant leaflet calcification. Occluding calcification was seen in proximal right coronary artery. Patient appeared to have history of coronary artery bypass graft (CABG). Intraprocedural fluoroscopic images were provided for review. There was evidence of significant paravalvular leak after valve implantation. A post balloon aortic valvuloplasty was performed without any visible evidence of dislodgement of the valve. It was reported that the dislodgement occurred after the post implant dilatation due to discontinuation of rapid pacing. The valve appeared to have dislodged to the ascending aorta. Subsequently, a second valve was implanted. As stated in the instructions for use (IFU), consider pacing to increase valve stability, especially in patients with 34mm valves. Pace at a rate sufficient to achieve a desired decrease in systolic pressure. If pacing at a high rate, consider stepping the pacing rate down incrementally. It was reported that loss of pacing capture contributed to the dislodgement. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.